Event description:
It was reported that there was a power on reset (por) condition. It was noted that the error code was 0400. It was further noted that the physician programmer showed por again with an error code of 0x0. It was noted that the patient noticed the por on the morning of report when she got up and noticed that stimulation was off during the night. It was noted that the patient woke up with the device turned off. It was noted that the patient had not had any notable scans or exposures recently. It was further noted that the por was successfully cleared and that stimulation was turned on.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n313148, implanted: (B)(6) 2012, product type: adapter. Product ID: 3387s-40, lot# v060742, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v060742, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).